Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the valve deployed too aortic, requiring placement of a second valve. A good co-planer view was obtained and successful bav was performed. The first valve was positioned 60/40 aortic. The valve rose and deployed in the sinus of valsalva (sov), about 90:10 aortic. This was believed due to calcium in the native annulus. A second valve was prepped and deployed 60/40. The patient left the room stable and was transported to ccu

Manufacturer narrative:
Regarding the too aortic deployment of the first valve, it was indicated that inflation was a little fast and the valve was a little high in the beginning (60/40 aortic). The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, the initial high positioning of the valve and the speed of inflation, along with the interaction of the calcium in the native annulus, lead to the too aortic placement of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.